Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having symptoms. It was further reported that the right atrial (ra) lead exhibited fracture, high impedance, over-sensing, noise and a polarity switch. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.